Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following the intraocular implant procedure the patient had several bottles of different drops to put into eyes at different times for four weeks each eye. The surgeon told that, 6-8 weeks for eyes to completely heal. Had to wear dark glasses to keep light out and patch at night to sleep to protect eye. No other information is expected. There are two medical device reports associated with this event. This report is associated with the left eye.